Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a surgical revision performed due to unknown reason. Additional information received indicates that the lead was revise due to high pacing thresholds. This lead remains in service. No additional adverse patient effects were reported.